Event description:
Fill volume: unknown. Flow rate: 6cc/hr. Procedure: total knee. Procedure date: (B)(6)2023. Infusion start time: (B)(6) 2023. Infusion stop time: (B)(6) 2023. Cathplace: unknown. It was reported the "patient states the pump was started friday afternoon and when she woke up saturday morning the pump was empty." There were no signs and symptoms of lidocaine toxicity reported. The patient denied any tinnitus, dizziness, tingling/numbness in extremities, numbness of tongue, blurred vision, etc. Currently, the patient states she is "doing good' and was resting in the bed. There was no reported injury.

Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29-jun-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.